Event description:
It has been reported to philips that the system software crashed. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, the philips field service engineer (fse) inspected the system onsite and confirmed that software reloaded. Field service engineer (fse) found that the software hangs. The fse reloaded software. After reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.